Event description:
It was reported that the target lesion was located in the calcified and tortuous ostial to mid left anterior descending artery (lad). The xience v 3.0 x 28 mm stent was implanted in the lesion and a dissection was noted during the procedure. Another xience stent was implanted to cover the dissection. The final patient outcome was reported to be fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.